Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Was unable to verify button error alarm due to blank display. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. Unable to perform the displacement test due to blank display anomaly.

Event description:
Customer reported to have received a button error alarm and buttons were not responding. Customer reported to have gone swimming with insulin pump attached. Customer's blood glucose was 64 mg/dl. Customer was advised that insulin pump would need to be replaced.